Event description:
After flushing the 6f ivus opticross catheter using the recommended protocol from boston scientific, no image populated during the first 'live' test. During the first 'live' test, the ivus catheter remained in the hoop and did not enter the body. To troubleshoot this issue, the cvt notified the physician and unplugged the catheter from the ivus sled. After re-plugging the catheter into the sled module, the image on the ivus workstation populated, indicating that the catheter was ready to enter the body for imaging. The cvt examined the sled, ensuring all attachments were seated properly in the module and the catheter was advanced fully, prepared for an image pullback. The cvt completed a final flush of the ivus catheter with the physician before introducing it to patient sheath. While taking the first run, the image populated for a short time (2-4) seconds, before going blank. The physician pulled the catheter back into the guide and requested that the cvt troubleshoot once more. The cvt repeated all steps to troubleshoot the catheter again, ensuring patient safety by communicating with the physician about catheter position. The cvt unplugged and re-plugged the catheter from the module again, and no image populated. To resolve the issue, the defective catheter was charted as defective and wasted in the patient's chart. Staff replaced the defective catheter with a new catheter, ensuring that the catheter was sourced from a different lot. The new catheter functioned properly, and images were safely obtained with the replacement 6f ivus opticross. Defective catheter lot: 37018963, defective catheter expiration date: 07/21/2027.